Manufacturer narrative:
The pod was received with the needle mechanism assembly partially deployed. The linkage assembly was found to be partially extended, and the pink slide insert was not visible in the top housing window. The hard cannula was also found to extend past the bottom housing window. The investigation of the pod data found that it was deactivated after second prime. Upon opening the pod, the needle mechanism assembly proceeded to fully deploy. Inspection of the needle mechanism assembly found the linkage rivet to be damaged and score markings were observed on the linkage assembly and the portion of the underside of the top housing that aligns with the linkage assembly. The linkage assembly damage indicates that the linkage assembly was caught on itself and the force of attempting to deploy led to the observed markings on the linkage assembly. The scores on the underside of the top housing indicate that the damage from the linkage assembly caught on the top housing which prevented deployment. It can be confirmed that the damaged linkage assembly is the root cause of the reported needle did not deploy event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone13.2 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour. Treatment information was not provided.